Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. The downstream occlusion (dso) sensor, dso seal and bezel were replaced to address the issue. The downstream occlusion sensor and upstream occlusion sensor were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.